Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex® size 7.0 endotracheal tube had a defective balloon anchor. Upon insertion and inflation, the balloon immediately deflated. This happened twice on successful attempts to inflate. Re-intubation of the patient was required. The size 7.0 endotracheal tube had to be replaced with a size 7.5 tube. No permanent injury was reported.